Event description:
Boston scientific crm received information from a study designed to evaluate the midterm outcomes of treatment with a aaa ancillary graft. The ancillary graft provides active proximal fixation for treatment of pre-existing endografts with failed or failing proximal fixation or seal. The study involved a total of 151 pts. Nine ancure endografts had been implanted in pts in the study. During the 14 month follow-up, reported adverse pt effects for this ancure graft included: type ii endoleak, caudal migration 5-10 mm, angiogram 48 months post implant with ancillary graft placement 58 months post implant. The ancure endograft remains implanted and no additional adverse pt effects were reported. Please refer to initial medwatch # 2954310-2011-81803 submitted on the general journal article.

Manufacturer narrative:
The findings of the study were summarized in the article: jeffrey jim, md, brian g. Rubin, md, patrick j. Geraghty, md, samuel r. Money, md, mba, and luis a. Sanchez, md. Midterm outcomes of the zenith renu aaa ancillary graft, journal of vascular surgery, august 2011; volume 54, number 2: 307-315.